Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that during procedure, a diamondback coronary orbital atherectomy device (oad) was used with a viperwire advance coronary guidewire and was advanced into the left anterior descending (lad) artery. It was noted that prior to inserting the viperwire advance coronary guidewire, a 6f guide with a guideliner was used to deliver anything to the distal lesion. The oad was inserted and glide assist was used to relieve any built-up tension. The oad was turned on and slowly advanced through lesion on low speed. After second treatment during the procedure, while the oad was resting, it was noted that the nose cone separated from the crown. The oad and the guidewire were removed and the nose cone was captured in one piece without any fragments left in-vivo. The treatment was performed both proximal to distal and distal to proximal. The lesion was rewired with a new guidewire and a balloon and stent were used to complete the procedure.

Manufacturer narrative:
A visual inspection, functional testing, and detailed analysis were performed on the returned device. The reported driveshaft fracture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported, driveshaft fracture appears to be related to circumstances of the procedure. Detailed analysis of the driveshaft fracture revealed evidence indicating that the fracture occurred while spinning in an elevated stress environment. The cause of the stress condition that led to the fracture is unknown. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated fields: a2, a3a, a4, a5, a6, b5, b7, d9, e1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions) and h11.

Event description:
It was reported that during procedure, a diamondback coronary orbital atherectomy device (oad) was used with a viperwire advance coronary guidewire and was advanced into the left anterior descending (lad) artery. It was noted that prior to inserting the viperwire advance coronary guidewire, a 6f guide with a guideliner was used to deliver anything to the distal lesion. The oad was inserted and glide assist was used to relieve any built-up tension. The oad was turned on and slowly advanced through lesion on low speed. After second treatment during the procedure, while the oad was resting, it was noted that the nose cone separated from the crown. The oad and the guidewire were removed and the nose cone was captured in one piece without any fragments left in-vivo. The treatment was performed both proximal to distal and distal to proximal. The lesion was rewired with a new guidewire and a balloon and stent were used to complete the procedure. Additional information received indicated that the treatment area was 90% stenosed, heavily calcified, non-tortuous mid lad and lad. The patient was stable.